Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2259, awareness date 30-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent birth control in an unspecified date, after having her third son. Additional information received on 22-nov-2015. The consumer reported she had chronic pelvic pain, chronic fatigue, long heavy periods, numbness in hands and feet, vertigo, painful sex, no sex drive, increased migraines, bloating making her look like she was 6 months pregnant and it was just too much side effects. Her physician tried alternative drugs, did ultrasounds and computerized tomography (CT) scans and could not find what the issues were being caused by. She stated that told him it was essure. He finally agreed to remove them and she was healing from having her fallopian tubes removed along with a resection of her uterus to ensure essure was removed intact. She stated she was already feeling a major difference in her pain. Product technical complaint (ptc) investigation result received on 22-nov-2015. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a salpingectomy along with a resection of her uterus for essure removal. After the surgery, she felt a major difference in her pain. This event is listed according to essure's reference safety information. After essure insertion, pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and as it improved with device removal; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.